Event description:
Report received via 3rd party lawsuit alleges pt experienced abdominal pain and vomitting post treatment on baxter 550 hemodialysis machine on the date of event. Pt was reportedly released home, but was taken to the emergency room by ambulance with family member a couple hours later with complaints of abdominal pain, nausea, vomitting and shortness of breath. The pt was then allegedly diagnosed with hemolysis and transferred to another hospital where pt remained hospitalized until the pt's death 16 days later.